Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the settings changed during a vitrectomy procedure. Instrumentation was outside of the eye. The surgeon pressed a button on the footswitch while nurse pressed the button on the screen. Surgeon recognized the change in settings and reversed them. The procedure was completed successfully. There was no patient impact. Patient data are not available. Exact date of event is unknown.